Event description:
It was reported that balloon rupture occurred. The patient underwent a shunt percutaneous transluminal angioplasty procedure. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured on the first inflation at 5 atmospheres for 2 seconds. The device was removed and replaced for another of the same model to complete the procedure. There were no complications reported, and patient status was stable.